Manufacturer narrative:
G2: foreign country - united kingdom h3/h6: the system was serviced in the field and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. The software analysis was completed. There was insufficient information to determine the cause of the issue. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that there was a blue hue and flickering on the screen and no menu on the microscope. When using the microscope integration, there was a blue hue overlay which sometimes flickered on and off. Also, there was no menu displayed when using the hand grip controls, although the focal point was navigating. This issue was happening on both display ports (3 and 4) and resolved after a restart of the microscope. Although the blue hue remained. There was no reported impact to the patient.